Manufacturer narrative:
Field service engineer (fse) reports that the customers system was working correctly when arrived onsite. Fse verified proper operation using hut system service manuals and completed service checklist. Unit passed checkout procedures and was returned to service.

Event description:
Customer reports via phone that fluoro failed during a urology procedure on a male pt. Staff moved the pt to another room, where staff completed the procedure without further incident. No reported injury. Customer did not provide any further pt or procedural info, other than to say the pt is fine.